Event description:
The device was returned for a mechanical hardware failure. Log files for the device indicated a failure with the vr coupler. The device was attached to a charging bracket and a mock infusion was performed. The device successfully passed infusion testing with no failures. Device was opened to check for damage. Internal inspection found that the wire providing power to the main pcba from the power entry board was not fully seated. Connection was reseated and device was brought into manufacturing mode in order to perform tests specific to the vr coupler. Device passed all vr coupler related testing successfully.

Event description:
The following has been reported: biomed left a message on support line saying he had 2 pumps with issues. Staff called biomed back and left a message asking if patient harm, if stopped active infusion and for pump serial numbers and issues. On 10/22/24, biomed called and reported serial #, no patient harm and no report of stopped infusion, and that pump error was service needed. Biomed will clean pins, run test infusion and send logs. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr decoupled). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.